Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 48mm, pn 157448, ln 726660, bi-metric/x por nc lat 10x130, x11-180310, ln 214770, m2a-magnum 42-50 tpr insrt std, pn139256, ln 108230. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10440-1, 0001825034-2018-10443-1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to elevated ion levels, metallosis, acetabular fracture, osteolysis, malpositioning and loosening approximately 9 years post implantation. Attempts have been made and additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of op notes, as elevated metal ion levels, metallosis, femoral osteolysis, and acetabular malpositioning, loosening and fracture were all noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.